Manufacturer narrative:
Patient information was unavailable from the site. A software investigation has been initiated, although analysis is not yet complete. System logs have been received, but not yet analyzed. No findings possible at this time.

Event description:
A medtronic representative reported that during a laser induced thermal therapy procedure, the manual laser control window in the software disappeared (closed) when the user clicked in the window or clicked on the scroll bar to move the laser power by (B)(4) increments. It was reported that the laser control window had been moved on the screen from its normal location to overlap the ¿set phase reference¿ button portion of the screen. This issue reportedly occurred several times during the procedure; twice it occurred while the laser was on and the user used the emergency stop button to turn the laser off. In each instance, the session was ended and the scan stopped, then a new session and scan started to proceed with the case. Immediately after the case, the mouse connections were checked and nothing was found to be out of the ordinary. There was reportedly no delay to the procedure because of this issue, and it was completed successfully. The patient was not impacted.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was addressed in the newest version of software which incorporated a fix for this anomaly.